Manufacturer narrative:
(B)(4). Concomitant medical product: unknown tibia, catalog # unknown, lot # unknown. (B)(6). Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported that the implant was not insert into the mating component. A different implant was utilized to complete the procedure with no adverse events reported.

Manufacturer narrative:
Report source: (B)(6).

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. Updated: complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned impactor shows nicks and gouges on the inferior side as well as flared out on both sides of the dovetail. DHR was reviewed and no discrepancies were found. The root cause cannot be determined with the information provided. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.